Manufacturer narrative:
Suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA # den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Two (2) catheters were returned with the product. Both catheters had two (2) major kinks due to the packaging of the returned product, and had fluid pockets present inside the tubing. The device was returned with the on/off switch in the "off" position and the red activation knob was engaged in the handle for activation of the carbon dioxide cartridge. When tested as returned the device did not spray. The red activation handle was removed and the carbon dioxide cartridge was noted to be empty. The cap on the carbon dioxide cartridge shows a full puncture. The lance position was measured using a specified tool and found to be positioned correctly. A visual examination of the o ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device did not spray powder. The device was disassembled and an internal clog was observed. The tubes were disconnected and the powder was removed. Clumps and discolored chunks of powder were observed from the tube between the on/off valve and powder chamber. A visual of the cannula and hole in the bottom of the powder chamber showed it to be occluded with powder, once the powder was removed the cannula and diffuser plate were clear of occlusions. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. The additional information provided suggests this occurrence is related to water clogging the catheter. The report indicates that "the hemospray clogged possibly due to water in the catheter." Fluid inside the catheter can lead to a clog in the catheter and subsequently cause an internal clog. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. Per the customer, the hemospray clogged possibly due to water in the catheter. The procedure was completed using injection therapy. There was no harm to the customer and no additional procedures required. The district manager confirmed he would be on site to monitor procedures and to do an in-service on friday, 24-august-2018. The device was received with a handwritten note on the package that stated, "system was set up properly but clay powder did not deploy." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.